Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the trial would not seat with the shell. After multiple attempts the surgeon moved from the trial to the liner. The liner wrecked because the trial would not lock. The second liner used sat perfectly without any issues.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure the surgeon was unable to assemble the liner with the mating implant. No further information has been provided.

Manufacturer narrative:
Cmp-(B )(4). This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was not confirmed. As returned, the liner shows damage to the backside. Damage is too severe for dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.